Manufacturer narrative:
An event of atrial fibrillation was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, an amplatzer pfo occluder (pfo) was implanted in the patient's defect. Paroxysmal atrial fibrillation was detected by an implantable loop recorder 13 days after the implant procedure, on (B)(6) 2020. Rivaroxaban and bepridil were administered to the patient for the af on (B)(6) 2020.